Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 15 months after the implant was placed in site 8, an osseointegration failure was observed. Tne impant was noted to be grossly mobile at the 6 month follow up after the delivery of the prosthesis. It was also reported that the patient experienced tenderness following the event. The bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 15 months after the implant was placed in site 8, an osseointegration failure was observed. Tne implant was noted to be grossly mobile at the 6 month follow up after the delivery of the prosthesis. It was also reported that the patient experienced tenderness following the event. The bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).